Event description:
(B)(4). It was reported by the consumer that the unspecified custom power wheelchair would flip forward with the user strapped to the unit whenever going down the slightest hill. Additionally, it has happened twice, when the unit fell on top of her, and she has been scrapped, but no medical attention was sought. Should we receive additional information, both files will be revised, and supplemental reposts will be submitted.

Manufacturer narrative:
(B)(4). Two reportable complaints were created because of different events dates were reported, and the file numbers are the following: (B)(4) (MDR 1 of 2), and (B)(4) (MDR 2 of 2).